Manufacturer narrative:
(B)(4). Batch # m93h36 . The device was received with no apparent damage. The instrument was tested for continuity and was found to be conforming. There were no anomalies noted with the functionality of the device. There were no sparks observed at any time during the testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, when the surgeon activated the device, a spark appeared on the hole; which is located near tip of device. It was repeated whenever the device was activated. As an emergency measure, the surgeon replaced it with a new one to complete the procedure and it activated well. There were no adverse consequences for the patient reported.